Event description:
For software plato rts v2.0, an arc set-up is calculated and compared to a series of sad beams, which should have the same gantry angle locations and mus as the different arc segments. Dose values resulting from both set-ups can be different although they should be equal. The problem is caused by the fact that for calculating the ssd for each arc segment, the value of the ssd for the first segment is used incorrectly. The ssd value is used in scaling the primary fluence matrix from sad to the actual (and in this situation) incorrect ssd. The ssd value used for inverse square law corrections is correction is correctly calculated for all arc segment. If an arc is calculated where the ssd value do not vary greatly with arc segment, the difference in dose values can be neglected. However, if the ssd value change greatly (i.e., from 90 to 50 cm) the difference in dose value can be as large as 10%.